Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the electrogram which was reproduced manipulating the patient's arm and palpating the pocket. The patient is asymptomatic, but is pacemaker dependant. The physician believes the noise is caused by mypotiential. Additional information was received stating the device displayed continued oversening, which was recognized as ventricular fibrillation and inhibited pacing. The device sensitivity was reprogrammed following successful induction test by shock on t.